Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of sufentanil. No specific programming parameters were provided. After an unspecified length of time, the anesthesiologist noted the device display was incrementing; however, no medications was delivered from the syringe. The tubing set was moved to a replacement device and the delivery was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.